Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the ventricular lead exhibited loss of capture. During a pulse generator change out procedure, the lead was capped and replaced. The patient was doing well after the procedure.